Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: [inspection of endoscope]. 9. Visually check that there are no abnormal protrusions, dents, deformations, or other abnormalities in the air/water supply nozzles at the end of the endoscope. [Inspection of objective lens surface cleaning function]. When using the air/water supply button. 1. When you press the button while covering the air/water button hole with your finger, confirm that water flows across the endoscope image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus medical that the evis lucera colonovideoscope had air/water flow problems that were identified during an endoscopic procedure. The device was returned to olympus medical for evaluation. During evaluation, the reported issue was confirmed. The air/water flow rate did not meet with specifications because foreign material was found at the air/water nozzle. The foreign material kept water from being fully removed from the air/water chamber. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus medical requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus medical. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures, the nozzle was flushed with air and water and there were no abnormalities in the reprocessing accessories. Regarding manual cleaning: the customer reported the air/water nozzle was flushed with air, water and detergent solution. The customer reported the air/water nozzle was wiped down. The customer did not confirm whether the endoscope was soaked in detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.